Event description:
It was reported that the right ventricular lead dislodged. The lead may have been damaged during the repositioning. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the outer tubing overlay was breached cut. There was blood/body fluid in the outer tubing overlay. There was blood in/on the helix/lobe mechanism. There was apparent explant damage.